Manufacturer narrative:
Suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015 investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged from the handle indicating activation of the carbon dioxide (co2) cartridge. The returned catheter contained discolored powder. Powder was present on the exterior of the device and returned catheter. When tested as returned, the device sprayed powder weakly. The co2 cartridge discharged upon deactivation of the device and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The catheter was attached to the nozzle and did not spray due to clogs. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray is a clogged catheter. The likely cause of the clogged catheter is related to blood or other fluid from the surrounding area clogging the device due to use error. This is indicated by the discolored powder found in the returned catheter. To assist the user, the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel. Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the likely cause of the clogged catheter is related to blood or other fluid from the surrounding area clogging the device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a colonoscopy, the physician used a cook hemospray endoscopic hemostat. There was only one burst and then no more powder would come out of the catheter. It was not confirmed if and how hemostasis was achieved. The physician said use of a bipolar probe kept the patient stable and was good the next day. A section of the device did not remain inside the patient's body. It is unknown if the patient required additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.